Event description:
It was reported that implantable cardioverter defibrillator exhibited an error message and had a diagnostic issue. Programming changes were performed the resolve the issue. There were no patient consequences.